Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer's blood glucose was in the 200's mg/dl. Customer was trying to fill tubing and received a motor error alarm. Customer stated that the drive support cap appears normal. Customer was assisted in clearing the alarm. Customer stated that the pump rewound and there was no motor position encoder error alarm. The pump passed the displacement test. Customer was assisted in performing manual prime/fill tubing and the motor error alarm recurred. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window and a cracked reservoir tube lip.